Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation. No physical abnormalities were observed on the returned pump. The pump passed the laser continuity test, and all 5s optical parameters were found to be within specification. Further investigation of the optical sensor pressure test revealed no issues with the sensor. Data logs show the placement signal trending down with low alarm throughout the case run without noting any positioning-related alarms. Placement signal low alarms were observed on both consoles ic10253 and ic9778 used with no major impact to optical 5s parameters. On second console ic9778 signal not reliable was observed to be low range below 1500 throughout the case. As per the given clinical data, there is a discrepancy between the placement signal and invasive ao pressure. The cause of the optical signal issue was patient condition related, based on returned product and log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that there was a discrepancy between the placement signal and the invasive ao pressure. This occurred day 1 of impella cp placement. It appears that due to the inaccurate placement signal, when attempting to wean pressors, the subsequent drop in the patient blood pressure triggers a ¿placement signal low¿ alarm. Upon confirming correct placement via echocardiogram, customer turned off the alert. There was no reported harm or injury to the patient.